Event description:
It was reported that this spinal cord stimulation (scs) patient underwent the replacement procedure of the implantable pulse generator (ipg) due to the requirement of more frequent charging. Additionally, the patient reported weight fluctuations, stating that she had lost weight. The ipg was retained by the facility and will not be returned for analysis. Postoperatively, the patient was reported to be doing well, with effective stimulation, and no abnormal impedances were identified.